Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, d6a, e1, and h8. Clarification for e.1. Address 1: (B)(6). Clarification to e.1. Phone number: (B)(6).

Event description:
In addition, it was noted symptoms started about two and a half months after injection and that patient was also prescribed 16mg medrol daily for 5 days on that date of the first dissolution with with 300u of hyalruonidase. The second dissolution with 300u of hyaluronidase occurred about two weeks later. Event remains not resolved.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volift¿ with lidocaine into the lips and had developed a reaction about three months later consisting of painful nodules in the lips with persistent edema. Healthcare professional attempted to dissolve the filler twice, but nodules have remained.